Event description:
On advancing down the scope the pusher went inside the stent ((B)(4)), instead of pushing the stent down through the scope, which resulted in the stent getting stuck ((B)(4)) in the scope. They did manage to remove the stent during the manual cleaning process; however the scope has now got a leak so needs to be sent away to be fixed. They do not have the equipment as it was disposed off, but I have been informed this was the second time this had happened with different consultants dr (B)(6) and mr (B)(6). "As per cc form": on advancing pusher down scope, it went inside the stent and resulted in stent getting stuck inside scope. Manage to remove stent during cleaning process, scope now has leak and sent away to be fixed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 26-may-2023.

Manufacturer narrative:
Device evaluation: 1 x ttso-10-5 of lot number c1878971 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint has been opened to capture initial incidence-on advancing down the scope the pusher went inside the stent, instead of pushing the stent down through the scope, which resulted in the stent getting stuck in the scope. This file is related to pr (B)(4) (emdr number 3001845648-2022-00865) and pr (B)(4). Lab evaluation the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review prior to distribution all ttso-10-5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for ttso-10-5 of lot number c1878971 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1878971 it should be noted that the instructions for use (IFU-0045) states the following ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being applied by the user when advancing the pusher down the scope, causing the pusher to go inside the stent instead of pushing the stent down the scope. Therefore, resulting in the stent being distorted due to being stuck in the scope. Summary: failure identified: stent was distorted due to being stuck on the scope . Confirmed quantity of 1 device, used. Investigation findings conclude a possible root cause could be attributed to excessive force being applied by the user when advancing the pusher down the scope, causing the pusher to go inside the stent instead of pushing the stent down the scope and causing the distortion of the stent due to being stuck in the scope. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.